Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was in surgery, a lead integrity alert (lia) triggered due to high rate non-sustained episodes and sensing integrity counter (sic). It was confirmed that all noise and oversensing occurred during that time period, and everything has been normal and stable since the procedure. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.